Event description:
It was reported that the ilet user unintentionally navigated to the fill tubing screen after changing supplies and, with guidance, disconnected from the body, filled the tubing until drops were observed, then reconnected; no insulin was delivered via the press and hold button while connected. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to improper or incorrect procedure or method involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.